Manufacturer narrative:
The zoll console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
During patient temperature management therapy, on (B)(6) 2016, it was reported that the thermogard xp ivtm console (serial number: (B)(4)) automatically powered off at approximately 7:15pm. Prior to the event, the console had been running for approximately 16 hours. To troubleshoot the issue, the attending health care professional tried to re-start the console; however, the console would not power back on. A secondary thermogard xp ivtm console was used to continue patient's temperature management therapy. It is the reporter's assumption that therapy was completed using the secondary console. Per reporter, the patient was able to reach the targeted temperature. Despite replacing the power cord (at an unspecified time afterwards) the unit did not power back on. There is no known patient consequence.